Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the coil was unable to be advanced into the microcatheter as it appeared to be broken. No impact to the patient was reported. No further information is available.

Manufacturer narrative:
A review of the manufacturing history record could not be performed because the lot number was not available. Analysis of the device revealed that the main coil and was stretched. During function evaluation the coil was able to be advanced through the introducer sheath without difficulties; however, resistance was experienced as the coil was being advanced into the hub of the demonstration microcatheter, likely due to main coil stretched. The reported main coil break was not observed; however, it is probable that the user may have perceived the main coil stretched as being broken. The manufacturer has reviewed all information and determined this event no longer meets the requirements of the reportable event for the device in question

Event description:
It was reported that during the procedure, the coil was unable to be advanced into the microcatheter as it appeared to be broken. The coil was removed out of the catheter with ease. The procedure was completed with the new coil. No impact to the patient was reported. No further information is available.